Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have received a no delivery alarm and failed battery test alarm. Customer's blood glucose was 93 mg/dl. Customer was not able to troubleshoot for no delivery alarm due to driving. During troubleshooting for failed battery test, customer reported that the recommended battery was used and battery was not previously used. Customer had already tried wiping contact with q-tip. Customer was advised that battery cap would be sent.